Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the distal sheath bond was cracked; there was a foreign object in the illumination lens; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; discoloration of the objective lens was observed; discoloration of the operation part was recognized; the suction cylinder was scraped; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope displayed error code e315 (scope error) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced and no abnormalities which could lead to the cause of occurrence of the subject event were observed - however, it is presumed that there is a possibility that dust or moisture adhered to the electrical contacts, which led to connection failure with the system. As a result, it caused a temporary error. The instructions for use instruct on how to inspect for the subject event, and is described as below: "¦ operation manual ¿chapter 3, section 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic image] turn the video system center, light source, endoscope position detecting unit (for cf-hq290l/I), and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is emitted from the distal end of the endoscope. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.